Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - a visual and microscopic examination identified stent damage. The stent struts in the middle section of the stent were misaligned. The outer diameter (od) of the stent where damage was present was measured using a snap gauge, and was approximately 2.22mm. The od of the stent area where no damage was present was measured at approximately 1.40mm. The tip and balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
This complaint is now reportable based on the analysis completed on (B)(6) 2010. It was reported that during a stenting treatment procedure, the stent was unable to cross the lesion. The lesion was located in a tortuous and heavily calcified left anterior descending artery. The lesion was predilated with a 3.5x12mm maverick balloon. A 4.5x16mm taxus liberte' stent was advanced to the lesion, but could not cross. The lesion was again predilated and the procedure was completed with a 4.0x16mm taxus or promus element stent. No patient complications were reported. Patient status is listed as stable. Product analysis revealed stent damage.